Event description:
A male pt contacted lifecor customer support to report that she had alarms and then blue gel came out. The pt denied receiving a treatment. The pt downloaded and the download revealed no automatic events since 2008. It did reveal gel release. The pt ended use before the electrode belt was exchanged because she received an ICD eleven days later.

Manufacturer narrative:
Device eval summary: device eval of electrode belt has been completed. The problem was confirmed. Upon further inspection, electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins.